Manufacturer narrative:
H10: the devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unspecified date between (B)(6) 2021. Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that (10) unspecified baxter sets leaked lipids from unspecified locations. The issue was identified during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.